Event description:
The surgeon reported that the dbs lead was implanted in the l-thalamus to target symptom suppression in the right hand. Subsequent to system placement, the patient experienced numbness on the right-side of her mouth. The system had been adjusted (reprogrammed) for tremor suppression and the tremor was "fairly well controlled." Subsequently, the patient developed an erosion of the device behind the ear and the entire system was replaced. Refer to MFR report #3004209178200702531.